Event description:
Ous MDR after an implantation time of approx. 86 months, high shock impedance was observed. There was no mention of intervention.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the analysis of the production documents and the returned data.the returned data from (B)(6) 2019 were thoroughly analyzed. Matching the clinical observation, the analysis of the shock impedance trends since (B)(6) 2018 showed eight measurement values higher than 150 ohm with shortening intervals between the occurrences. The pacing impedance was unremarkable.the manufacturing processes of the ICD and the lead were reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper behavior of the ICD.in summary, the cause of the clinical observation cannot be determined based on the available data. The analysis did not provide any indications of a malfunction of the ICD. However, damage to the lead cannot be ruled out.if additional relevant information or the lead itself should become available, the incident will be updated accordingly.

Event description:
After an implantation time of approx. 86 months, high shock impedance was observed.